Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828804) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated; no occlusions were noted. The catheter was leak tested; no leaks were noted. Root cause analysis - the issue reported by the customer could not be confirmed. The issue reported by the customer could be due to biological debris and protein build up interfering with the device. A possible root cause could be that the catheter was susceptible to kinking, which could lead to an occlusion, or the reported complaint could be due to loosen ligature or increased strain on the catheter due to insufficient length.

Event description:
N/a.

Event description:
The physician reported a peritoneal catheter (ID 823045) was implanted due to unknown reason on (B)(6) 2023 with unknown setting. On (B)(6) 2025, the patient¿s condition worsened; however, the signs and symptoms experienced were not specified. Due to suspicion of obstruction, the catheter was removed on (B)(6) 2025.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.